Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the upper light bulb of the illuminator went out during vitrectomy and membrane peel procedure, in the right eye. An alternate illuminator port was used to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and replaced the illuminator module as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on january 29, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).